Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regard to a patient receiving sufentanil and prialt via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and radiculopathy. It was reported that the patient was overdosed. The patient went in for a refill and it was time for an adjustment. They increased the pump medication by 10%. The patient had severe headaches the following day or two. The patient¿s healthcare professional had the patient come back to the clinic and the pump dose was reduced 15%. Since the reduction, things have been fine. At the time of report, the patient was having trouble with their healthcare professional who took away 90% of the other pain pills the patient was on. The patient was trying to get an adjustment of the pain pump to accommodate the pills that were taken away. The patient is now in sudden pain. The issue took place in the prior month or so. The patient mentioned non-reservoir drugs including hydrocodone/dilaudid. The situation is being addressed by the patient¿s healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.